Manufacturer narrative:
One device was returned for analysis. There were no services previously reported. Visual evaluation found the downstream occlusion (dso) seal was cracked. The dso seal was replaced.

Event description:
One device was returned for analysis. Investigation found cracks on the downstream occlusion (dso) seal. This indicates that that the seal integrity has been compromised and could result in an interruption of therapy. There was no patient involvement.